Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedances of 150 ohms. Technical services (ts) was contacted, and ts recommended a commanded shock to test the true rv shock impedance values. The device and leads remain in service. No adverse patient effects were reported.